Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A commanded shock was performed in order to evaluate the lead. It was decided to surgically abandon this lead and another one was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range shock impedance measurements. A commanded shock was performed in order to evaluate the lead. It was decided to surgically abandon this lead and another one was implanted instead. No further adverse patient effects were reported.